Manufacturer narrative:
(B)(6). The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR. Reports 1221359-2021-02620, 1221359-2021-02987, 1221359-2021-02988, 1221359-2021-02989, 1221359-2021-02990, 1221359-2021-02991, 1221359-2021-02992, 1221359-2021-02993, 1221359-2021-02994, 1221359-2021-02995, 1221359-2021-02996, 1221359-2021-02997, 1221359-2021-02998, 1221359-2021-02999, 1221359-2021-03000, 1221359-2021-03001, 1221359-2021-03002, 1221359-2021-03003, 1221359-2021-03004, 1221359-2021-03005, 1221359-2021-03006, 1221359-2021-03007, 1221359-2021-03008, 1221359-2021-03009, 1221359-2021-03010, 1221359-2021-03011, 1221359-2021-03012, 1221359-2021-03013, 1221359-2021-03014, 1221359-2021-03015, 1221359-2021-03016, 1221359-2021-03017, 1221359-2021-03018, 1221359-2021-03019, 1221359-2021-03020, 1221359-2021-03021, 1221359-2021-03022, 1221359-2021-03023, 1221359-2021-03024, 1221359-2021-03025, 1221359-2021-03026, 1221359-2021-03027, 1221359-2021-03028, 1221359-2021-03029, 1221359-2021-03030, 1221359-2021-03031, 1221359-2021-03032, 1221359-2021-03033, 1221359-2021-03034, 1221359-2021-03035, 1221359-2021-03036, 1221359-2021-03037, 1221359-2021-03038, 1221359-2021-03039, 1221359-2021-03040, 1221359-2021-03041, 1221359-2021-03042, 1221359-2021-03043, 1221359-2021-03044, 1221359-2021-03045, 1221359-2021-03046, 1221359-2021-03047, 1221359-2021-03048, 1221359-2021-03049, 1221359-2021-03050, 1221359-2021-03051, 1221359-2021-03052, 1221359-2021-03053, 1221359-2021-03054, 1221359-2021-03055, 1221359-2021-03056, 1221359-2021-03057, 1221359-2021-03058, 1221359-2021-03059, 1221359-2021-03060, 1221359-2021-03062, and 1221359-2021-03063.

Event description:
The customer reported 79 false positive results with the ID now covid-19 assay for 79 patients performed across a range of dates. This MFR. Report addresses patient 76 of 79. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a nasopharyngeal swab. Pcr confirmation testing generated negative results (CT values not provided). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional data: h10: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Reference MFR. Reports: 1221359-2021-02620, 1221359-2021-02987, 1221359-2021-02988, 1221359-2021-02989, 1221359- 2021-02990, 1221359-2021-02991, 1221359-2021-02992, 1221359-2021-02993, 1221359-2021-02994, 1221359-2021-02995, 1221359-2021-02996, 1221359-2021-02997, 1221359-2021-02998, 1221359-2021-02999, 1221359-2021-03000, 1221359- 2021-03001, 1221359-2021-03002, 1221359-2021-03003, 1221359-2021-03004, 1221359-2021-03005, 1221359-2021-03006, 1221359-2021-03007, 1221359-2021-03008, 1221359-2021-03009, 1221359-2021-03010, 1221359-2021-03011, 1221359- 2021-03012, 1221359-2021-03013, 1221359-2021-03014, 1221359-2021-03015, 1221359-2021-03016, 1221359-2021-03017, 1221359-2021-03018, 1221359-2021-03019, 1221359-2021-03020, 1221359-2021-03021, 1221359-2021-03022, 1221359- 2021-03023, 1221359-2021-03024, 1221359-2021-03025, 1221359-2021-03026, 1221359-2021-03027, 1221359-2021-03028, 1221359-2021-03029, 1221359-2021-03030, 1221359-2021-03031, 1221359-2021-03032, 1221359-2021-03033, 1221359-2021-03034, 1221359-2021-03035, 1221359-2021-03036, 1221359-2021-03037, 1221359-2021-03038, 1221359-2021-03039, 1221359-2021-03040, 1221359-2021-03041, 1221359-2021-03042, 1221359-2021-03043, 1221359-2021-03044, 1221359-2021-03045, 1221359-2021-03046, 1221359-2021-03047, 1221359-2021-03048, 1221359-2021-03049, 1221359-2021-03050, 1221359-2021-03051, 1221359-2021-03052, 1221359-2021-03053, 1221359-2021-03054, 1221359-2021-03055, 1221359-2021-03056, 1221359-2021-03057, 1221359-2021-03058, 1221359-2021-03059, 1221359-2021-03061, 1221359-2021-03062, and 1221359-2021-03063.